Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date inratio lab (B)(6) 2014 1.2 4.5 (B)(6) 2014 --- 1.79* *coumadin dose changed to 5mg/day patient self tester's therapeutic range: 2.0-3.0. Previous inratio results provided by distributor: (B)(6) 2014 inratio=3.0 (B)(6) 2014 inratio=3.3 (B)(6) 2014 inratio=1.6 (B)(6) 2014 inratio=2.7 patient self tester experienced nose bleed for three days; on (B)(6) 2014 went to the ER for treatment (12 hour wait). On (B)(6) 2014 admitted to hospital; treated with vit.k and nasal packing. Patient self tester was released on (B)(6)14.

Manufacturer narrative:
The monitor associated with the complaint was returned and investigated. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing on the returned monitor met both accuracy and repeatability criteria. The returned monitor met functional and thermistor testing requirements during investigation. A review of in-house retain strip testing was performed. Retain strip testing results for lot 354357 met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The impedance curve associated with one of the customer's results of 1.2 was analyzed and concluded to be normal in shape and did not exhibit characteristics for weak slope change or other abnormalities. A review of the manufacturing records for the lot used by the customer (354357) did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined with the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.